Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that meter was not communicating with insulin pump. Customer received assistance with programming ID. Customer reported of going into an insulin shock and went to the hospital. Customer went to the hospital on (B)(6) 2015 with blood glucose of 30 mg/dl. Customer states that low blood glucose was due to not eating enough and doing shores. Customer treated blood glucose of 300 mg/dl with a bolus delivery.